Event description:
A customer contacted baxter's technical service ctr regarding feeling too full during homechoice therapy. The home patient wanted to drain off some solution during dwell 1 of 5. The fill volume had been 2500ml. The home patient stated that the last fill volume from the previous therapy was 2500, but the patient had drained only 1000ml during the initial drain. The baxter technical service rep (tsr) assisted the home patient to drain 2397ml at the time of the patient's call. During a follow up call to the patient's nurse, the nurse stated that the patient had been habitually bypassing drain cycles, particularly the initial drain. The patient had denied doing this in the past but admitted to bypassing after experiencing multiple overfill incidents. The patient has been retrained regarding bypassing and has not reported any further issues to his nurse as of 2007. The nurse did not want the machine to be returned for evaluation as she stated that the issue was caused by the patient bypassing drains. No patient injury or medical intervention was reported.